Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast augmentation revision with mentor memorygel breast implant, 550cc silicone breast implant experienced bilateral rupture, capsular contracture baker grade IV, and breast asymmetry issue. The issue was diagnosed through patient symptoms, during surgery, and visual inspection. As a result, patient had the implants removed plus bilateral mastopexy and capsulectomy on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
On october 27, 2021 additional information received indicated that the patient underwent bilateral replacements with allergan: left side- sn (B)(6), srm 345 , and right side- sn (B)(6), srm 345. Manufacturer¿s reference number (B)(4).